Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. The battery compartment was observed to be cracked at the case seal. Evidence of moisture ingress was observed behind the display lens. Evaluation revealed that all of the keypad buttons were properly responsive: the reported keypad issue was not duplicated. The pump failed a leak test due to a battery compartment leak. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.